Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications. Evaluation also demonstrated that the pump was delivering within required delivery accuracy. Insulin delivery totals correctly reflected programmed values.

Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose levels.